Manufacturer narrative:
Additional data section a1 - patient identifier (B)(6). Additional data section e1 - phone number (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial result= 2466.0 pg/ml; sid (B)(6), different sample from same patient was tested on the siemens analyzer= 4 ng/l (within normal range); the sample was diluted and tested on the siemens analyzer= 20 ng/l there was no impact to patient management reported.

Manufacturer narrative:
Information about an additional sample that was collected from the same patient has been included in section b5 - describe event or problem. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 61194ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trend regarding commonalities for lot number 61194ud00 and issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated for lot number 61194ud00. The overall performance of alinity I stat high sensitive troponin-I reagent was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for the lot 61194ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I lot 61194ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial result= 2466.0 pg/ml; sid (B)(6), different sample from same patient was tested on the siemens analyzer= 4 ng/l (within normal range); the sample was diluted and tested on the siemens analyzer= 20 ng/l there was no impact to patient management reported. Update: an additional sample for the same patient was collected on (B)(6) 2024, troponin result= 2,345.9 ng/l there was no impact to patient management reported.